Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was giving an e4 alert and going into stop mode in the middle of the night. The following morning, at an unknown time, the patient woke up with a blood glucose result of 20.0 mmol/l and a ketone reading of 3.6. The patient experienced elevated blood glucose symptoms of vomiting. The patient's mother treated him with insulin. At an unknown time the mother transported the patient to the hospital diabetes clinic. The blood glucose results obtained at the hospital were not provided. The "diabetic team" observed the patient, however no treatment was given by the medical staff. The patient was not hospitalized. The infusion device was requested to be returned for product evaluation.